Manufacturer narrative:
Onset of melena and gi bleed were captured under MFR# 2916596-2023-03585 and #2916596-2023-03587. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on 15oct2023 for melena and hematochezia. A full panel of tests was ordered and there were no new findings. A controlled release angiogram was performed, and bleeding could not be located. A laparoscopy was done, and diffuse bleeding was found and clipped but the bleeding could not conclusively be stopped. Thalidomide was started, as patient was already on octreotide. The patient was discharged on (B)(6) 2023.